Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when removing the indwelling foley catheter, it became impossible to drain the sterile distilled water. The physician was able to drain 6ml, but fixed water remained in the balloon, so removed the catheter in a way that damaged the patient's urethra. After waiting a while, physician tried to drain the fixed water again from the catheter and were able to extract it. No medical intervention was reported. Per additional information received on 12jun2025, stated that hematuria was observed after the catheter was removed, but no additional treatment was performed, and the patient was only observed.

Event description:
It was reported that when removing the indwelling foley catheter, it became impossible to drain the sterile distilled water. The physician was able to drain 6ml, but fixed water remained in the balloon, so removed the catheter in a way that damaged the patient's urethra. After waiting a while, physician tried to drain the fixed water again from the catheter and were able to extract it. No medical intervention was reported. Per additional information received on 12jun2025, stated that hematuria was observed after the catheter was removed, but no additional treatment was performed, and the patient was only observed. Per notification from investigator on 19dec2025, it was reported that the asymmetrical balloon was found during sample evaluation on 27oct2025.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation of the returned sample, consisting of one used all silicone foley catheter with a syringe, with no obvious observations. Verified material number 2758j14 and manufacturing lot number ngjr4068. During testing, the catheter balloon inflated using returned syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Concentricity of catheter balloon is 80/20 (pr #(B)(4)). The balloon deflated 10ml methylene blue solution within 38sec. This is within specification per inspection procedure (B)(4), revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.